Manufacturer narrative:
The insulin pump was received with corroded battery tube and battery cap contact. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No unexpected battery out limit alarms noted. The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump had traces of moisture were noted at lcd board per visual inspection. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, minor scratches on lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that she had some moisture damage and received a battery out limit. The customer stated that the device got wet while at the pool. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.